Manufacturer narrative:
Concomitant medical products: cook, qid-1, quantum inflation device. Occupation: non-health care professional. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The additional information received indicated that the user did not apply negative pressure to the balloon prior to advancement. A possible contributing factor to a leakage in the balloon material is failure to apply negative pressure to the balloon prior to advancement through the endoscope. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the device." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use also advise the user: "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically.¿ prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information that the user did not apply negative pressure to the balloon prior to advancement, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophageal dilation procedure, they physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The doctor and assistant reported at the moment of blowing the [balloon], they realized that the [balloon] was missing on the first attempt. [There was] no patient complication. The doctor decided to use a new hercules balloon. They used sterile water; they used the qid quantum [inflation] device. [The balloon] was inflated with the recommended measures of the manual. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.